Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) noted error code 137 in the logs. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: e1 (initial reporter), g3. The full name of the initial reporter named in block e1 is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, identified code 137 in the logs and reported that code 137 occurred in 6 occasions earlier this year. In addition, the stm observed that the video generator board fan assembly was moderately covered with dust. The stm indicated that cases have been on hold since last (B)(6) due to covid-19, thus unit has been relatively unused since then. To solved the problem, the sm replaced suspect video generator board and realized, that the coiled cord connector turned completely and got disconnected easily from console. The stm replaced coiled cord as well. Subsequently, the unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. There was no appropriate "device code" selection. Please note that code 137 is indicative of a "software fault."

Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) noted error code 137 in the logs. There was no patient involvement, and no adverse event reported.